Event description:
It was reported by the patient that the device may be faulty because it has not been working as well as the previous device. The patient reports a "little fainting spell" and hearing a "humming sound", possibly from the device. Follow-up revealed that the patient had been carrying a magnetic screw driver in the pocket. The device was noted to be functioning normally and when interrogated, the impedances and thresholds were within range. No reprogramming was necessary and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944 implantable tachy lead, (B)(6) 2008. (B)(4).